Manufacturer narrative:
Block e1: initial reporter address 2:(B)(6). Block h6: imdrf device code a0203 captures the reportable event of stent size incorrect. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove.

Event description:
It was reported to boston scientific corporation that an epic biliary stent was implanted in the upper part of the common bile duct to treat an obstructive jaundice due to klatskin tumor type I during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. The patient's anatomy was tortuous due to the klatskin tumor and was not dilated prior to stent placement. During the procedure, the stent was deployed; however, it was noted that the stent was wider and shorter than the labeled length. The stent remains implanted since it adequately covered the stenosis, but difficulty in removing the delivery system was also encountered. The procedure was completed using the original stent. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter address 2: (B)(6) reported here as it exceeded character limit for the designated field. Block h6: imdrf device code a0203 captures the reportable event of stent size incorrect. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Block h11: an epic biliary endoscopic delivery system was returned for analysis as it remained implanted; the stent was not returned. Visual and tactile examination revealed the inner sheath fractured approximately 3 mm from the distal marker band. The tip section of the inner sheath was missing and not returned. Additionally, the pull grip section and outer sheath were detached from the handle. No other problems were observed with the delivery system. Product analysis did not confirm the reported event of stent size incorrect, as no device damage was observed and the stent functioned as intended. The stent is designed to foreshorten and widen upon deployment, with final length varying based on lesion compression. Per instructions for use, the stent of this device will foreshortening approximately 3%, and the user did not specify the perceived stent length. Additionally, vessel tortuosity likely contributed to the reported event of delivery system difficult to remove, which may have resulted in inner/outer sheath breakage due to excessive force applied during device removal. Taking all available information into consideration, the investigation concluded that the most probable cause is no problem detected. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.

Event description:
It was reported to boston scientific corporation that an epic biliary stent was implanted in the upper part of the common bile duct to treat an obstructive jaundice due to klatskin tumor type I during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. The patient's anatomy was tortuous due to the klatskin tumor and was not dilated prior to stent placement. During the procedure, the stent was deployed; however, it was noted that the stent was wider and shorter than the labeled length. The stent remains implanted since it adequately covered the stenosis, but difficulty in removing the delivery system was also encountered. The procedure was completed using the original stent. No patient complications were reported as a result of this event.